Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 03.614.017, lot t167915: release to warehouse date: april 26, 2018. Manufacture site: tuttlingen. A review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the specification of the device. No non-conformance reports (ncrs) were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. H3, h6: a product investigation was completed: upon visual inspection under 10x magnification, the first distal thread at the tip was found to be stripped/impacted. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition does agree with complaint description and is confirmed. Dimensional inspection shows the relevant dimensions were conforming. The relevant drawings was reviewed. A device history review, was performed for the returned instrument¿s lot number, and no non-conformance reports (ncrs), no material record reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended forces during usage/ handling such as dropping off the floor excessive loading and/or rough handling in the field contributed to the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of field inventory consignment sets, the thread at the tip of the holding sleeve was damaged. The sleeve would not thread easily onto the synapse screw implant when loading. There was no patient involvement.  Concomitant medical products: synapse screw implant (part #: unknown, lot #: unknown, quantity 1). This report is for one (1) threaded holding sleeve. This is report 1 of 1 for (B)(4).